Event description:
A report was received that the patient was experiencing warmth at the pocket site and went to the hospital with a fever. The patient was given IV antibiotics (piperaciclin, vancomicin, and tazobactam) and as soon as the fever broke, the patient was released from the hospital. The physician had the patient turn off the stimulation to assess the patient's pain. At the follow up visit, the patient was still experiencing the warmth at the pocket site. The patient will continue to take antibiotics and will continue to be monitored.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory.

Event description:
A report was received that the patient was experiencing warmth at the pocket site and went to the hospital with a fever. The patient was given IV antibiotics (piperacillin, vancomycin, and tazobactam) and as soon as the fever broke, the patient was released from the hospital. The physician had the patient turn off the stimulation to assess the patient's pain. At the follow up visit, the patient was still experiencing the warmth at the pocket site. The patient will continue to take antibiotics and will continue to be monitored.

Event description:
A report was received that the patient was experiencing warmth at the pocket site and went to the hospital with a fever. The patient was given IV antibiotics (piperaciclin, vancomicin, and tazobactam) and as soon as the fever broke, the patient was released from the hospital. The physician had the patient turn off the stimulation to assess the patient's pain. At the follow up visit, the patient was still experiencing the warmth at the pocket site. The patient will continue to take antibiotics and will continue to be monitored.